Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a boston scientific field representative went to check this insertable cardiac monitor (icm) device. The device had reached the end of its service and was sent for engineering analysis to investigate early battery depletion. The analysis revealed that the device's battery depleted as expected due to an unusually high number of magnet activations far beyond what the battery is designed to handle. The software indicated that magnet use was being used frequently, even daily. When contacted, the representative explained that the patient had been wearing the magnet on a necklace, thinking that was the correct placement, likely by mistake. This misunderstanding led to constant magnet activation. The representative asked if boston scientific still wanted the device to be returned. It was discussed that boston scientific encourages the return of all devices. No adverse patient effects were reported. This icm device remains in service. Additional information was received. Evidence suggests the device was later explanted due to the early battery depletion caused by the user error. No additional adverse patient effects were reported.